Manufacturer narrative:
The customer reported a unit will not charged and believe the fault to be the power supply and completed various task such as: - checked mains lead fuse. Fuse checked good, - checked mains lead for broken wires. All wires checked good. - mains lead is in good physical condition - plugged asset in to wall socket. No indication of power. No amber light on the power button or for the battery charging indication. - turned asset on in both normal and diagnostic modes. Batter powered both modes. - removed battery pack. Asset plugged into mains. No power indication and will not turn on. - checked wire continuity from mains socket to power supply. Wires checked good. - checked power to power supply. Checked good. - checked power supply output. Power supply output appears to be low. - battery pack output is good. - checked power management pcb output, output appears to be low. Customer indicated the unit will run on battery without issue until the battery pack becomes low on power and has tried new battery pack and the problem exists. Customer asked philips remote service engineer what the root cause of the equipment not charging the battery pack. Philips remote service engineer indicated the device will require a new power management (pm) printed circuit board assembly( pcba) and a power supply. The device will be sent to the bench for a warranty repair. Bench repair confirmed issue of no power and replaced power supply and power management board and identified hairline crack on front panel and ordered front panel. Upon further investigation, the issue occurred during performance verification testing (pvt) and was outside of clinical use. This is not likely to cause or contribute to a death or serious inquiry. Therefore this complaint no longer meets reportability requirements. This complaint has been updated from reportable to non-reportable as it no longer meets reportability requirements.

Manufacturer narrative:
Date of report: september 27, 2021. (B)(6).

Event description:
It was reported to philips that the device's battery will not charge. Clinical usage is currently unknown requests for further information have been made. There is no report of patient or user harm.